Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was seen by their dentist for a dental examine and their dentists noticed that #7 and #8 are touching #25 and #26 which is not a good bite alignment. Their dentist recommended that the patient follow up with byte and advised them what the dentist seen. Byte requested patient to send a video with occlusion, gum tags and compliance.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.